Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device has been received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, after pre-dilating the lesion with an unspecified balloon dilatation catheter, a 3.0x23 xience pro stent delivery system (sds) was advanced into a non-abbott guiding catheter, then advanced without resistance to a 95% to 99% stenosed non-heavily calcified de novo lesion in the non-heavily tortuous left circumflex coronary artery, and the stent was deployed via inflation to 12 atmospheres for 20 seconds. However, post-deployment, the balloon was only able to be partially deflated, the sds was subsequently difficult to remove and the balloon was angiographically confirmed to have failed to completely deflate. Multiple attempts were performed to remove the balloon by re-prepping via negative pressure drawn and held using a 3-way stopcock; the device was then reinflated then deflated once. Significant force was required to withdraw the balloon from the stent and through the guiding catheter. The stent was post-dilated as standard procedure, the procedure continued with planned intervention of the left anterior descending coronary artery. There were no adverse patient effects. While a delay was reported, there was no clinically significant impact to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the balloon were able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience pro everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.